Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02591. It was reported the patient lost stimulation. An impedance check revealed high and low impedances on multiple contacts. X-rays showed the lead was pulled out of the ipg header. Programming was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02591. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2017. During the procedure, an impedance check revealed high impedances on all contacts. As a result, the lead was explanted and replaced. The issue was resolved.